Event description:
Three month premature infant admitted for pyloromyotomy due to history of pyloric stenosis. During initial anesthesia the circuit valve (pop-off or pressure relief valve) malfunctioned and was unable to be corrected. This required the infant to require IV anesthesia. The child required extended intubation due to delay in body excreting IV agents. Infant weight 6-8 1/2 oz.